Manufacturer narrative:
No device analysis results are available because the sensor remains implanted and no delivery catheter was returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During (B)(6) implant procedure, as the physician was removing the delivery catheter, a pacemaker lead was dislodged. There were no adverse consequences to the patient. An ultrasound was performed and confirmed there was no damage to the atrium. The patient was discharged and is stable. It was determined that the lead would not be replaced at this time.